Manufacturer narrative:
Concomitant medical devices: 507645 lead, implanted (B)(6) 2010.

Event description:
It was reported that a transmission observed the left ventricular (lv) lead with a warning for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.